Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler stopped working in the middle of the case. The jaws would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the jaws were not stuck on the tissue when the issue occurred. The release key/mechanism would not work. There was no patient harm.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the sureform 60 stapler; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.